Event description:
Event description guidant received information that this implantable cardioverter defibrilllator (ICD) exhibited an increase in the right ventricular (rv) pacing impedance measurements from 550 ohms at implant to 2200 ohms two months later. The rv threshold has risen from 0.4 v to 2.6 v. In addition, the patient recently received a shock due to noise on the egrams. The local guidant representative has not been able to reproduce the noise with isometrics or pocket manipulation.